Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the device has not worked well for the patient. All components were explanted and will not be returned due to hospital policy. The patient was doing well postoperatively.